Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, a fragment of the lead plexa promris 65 with serial number (B)(4) was still connected to the df4 header bore of the ICD. The inspection showed that the lead connector was screwed on tightly without being fully inserted into the ICD header bore. Despite this observation, the ICD header showed no anomalies. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, as mentioned in the complaint description. Therefore, no device data was available for analysis, which could have provided any information on the reported clinical event. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module at laboratory test conditions. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The measurement of the battery voltage confirmed the battery depletion. A thorough analysis of the battery, including the inner assembly, revealed no internal short. In addition, the current consumption of the electronic module was monitored for several weeks at different temperature conditions, which revealed an elevated current consumption at body temperatures (around 37 degrees c). The root cause could be narrowed down to an electrical component, which showed an increase in current consumption with increasing test temperatures. In conclusion, the lack of interrogation resulted from a depleted battery. It cannot be excluded that the observed high current consumption of an electrical component may have contributed to the battery depletion.

Event description:
A customer request without a complaint was received 30 months after ICD implantation to check the returned device as the patient died. Based on the analysis results it was decided to report this event. The details of the analysis are included below. The root cause is not related to the fsca bio-lqc, however, this device is part of the entire population.